Event description:
Olympus medical systems corp. (Omsc) was found that during the incoming inspection, the foreign matter and dirt adhered to the mouth of the air/water nozzle. The subject device had been returned to omsc because the endoscopic image of the subject device had been cloudy. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found the reported phenomenon. As a result of fourier transform infrared spectrophotometer, silicones were detected, and a peak that closely resembled dimethicylpolyxane was confirmed. As a result of energy dispersive x-ray analysis, silicon and oxygen were strongly detected, so it was considered to be silicic acid (silica, etc.). From the above analysis results, omsc surmised that the foreign matter might be derived from a drug such as an antifoaming agent. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc surmised that the reported phenomenon was attributed to the accumulation of dried residues such as antifoaming agents due to improper or inadequate cleaning and disinfection. If additional information becomes available, this report will be supplemented.